Event description:
Initially reported by an allergan rep who was contacted by the supervisor of the patient: "...per this person...the executive assistant has scar tissue build up around the site of the lap-band port. The patient also had a lap-band inserted a few years back." Reported by the patient as follows: "the pa (physician assistant) was not able to adjust and even dr [surgeon] and another pa tried and they could not adjust the band, they could not add fluid. They tried under x-ray and still could not adjust the band. The surgeon recommended, the port to be exchanged but I will first seek consult with [another surgeon]." The patient mentioned that initial weight had occurred. The patient had lost over (B) (6) pounds. Additional follow-up with the patient and the surgeon is in progress. No additional information has been reported to allergan by either at this time. Per a friend of the patient, the new surgeon seen by the patient was able to access the patient's port and there may not have been a problem with "scar tissue" around the port of the lap-band system. However, this has not been confirmed by the surgeon at this time.

Manufacturer narrative:
Taper unknown. (B) (4) the reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because, no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Irritation and inflammation are a surgical and physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of difficulty adding/removing saline as follows" it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." In addition, device labeling addresses foreign object reactions as follows: "special care must be used when handling the device because, contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."